Event description:
It was reported that the unspecified bd¿ pen needle was bent. " the following information was provided by the initial reporter: "needle bent."

Manufacturer narrative:
The following fields were updated due to additional information: additional information b5: describe event or problem: it was reported that the unspecified bd¿ pen needle was bent. " the following information was provided by the initial reporter: "needle bent" correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01597 was sent in error. (Cannula crimped or bent) is not considered to be a reportable malfunction. MFR#: 2243072-2023-01597 is void as a result.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter: "needle (partially) blocked".